Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the after implementation of the catheter, an increase in the pt's leucocytes levels was observed. The customer also reported that this may be an indicator of peritonitis. There is no add'l info available and there was no pt injury.